Event description:
It was reported 6 months prior to the call the patient¿s implantable neurostimulator (ins) turned off unexpectedly. It turned off un expectedly again the week prior to the call. The patient was using the adaptive stimulation feature. It did not occur following positional movement. The manufacturer representative interrogated the device using the clinician programmer. It was found the usage was at 93% using group b 100% of the time. Electrode impedances were noted to be normal and no anomalies were found. Group b was set a 4.8v, 30hz, 450 pulse width with the following electrode pairs 1+, 5+, 6-, 7+, 11- and 12+. The adaptive stimulation was turned off and the patient was instructed to keep a diary. Due to the device shutting off the patient had no stimulation in their coverage area. The patient also had gradual onset of soreness at the pocket site. It had been that way since implant but over the last 6 weeks had gotten worse. The patient¿s health care provider (hcp) had decided to revise the pocket and move it from the left buttock to the right abdomen. The surgery was scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 7791, lot# n491457, implanted: (B)(6) 2014, product type: accessory. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).